Event description:
Customer's father reported receiving a button error alarm on the insulin pump. Customer did not remember any significant events leading up to the error alarm. Blood glucose level was 73.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. No number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.